Manufacturer narrative:
The involved device was returned and evaluated. Testing of the returned sample, including a leak test and microscopic inspection of the port component, confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use with statements such as "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that there was an air leak while using a tr band. The user facility provided the following information: minor bleeding was detected 20-30 minutes after the tr band was placed for hemostasis; the device was changed out for a new one; and reportedly, there was no harm to the patient.